Event description:
The following has been reported: during during go live pump alarmed during startup, he cycled power 3 times with same error. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The positive leak failures were found to be due to a leak in the positive vent valve (valve 1), potentially due to contamination. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.